Event description:
Both repair jobs were billed to me as being repaired using original servox parts. I received them and could not voice right. People were having trouble understanding me. I did not have that much trouble before this company serviced the units. I found another medical supply that does service and they sent me the two evaluations of the service work that was done on the units. I must have a good working speech aid and it is very frustrating not to be understood. This is not an isolated case. I subscribe to a laryngectomee support group list and there is mention of similar happenings.